Event description:
It was reported the patient had received inappropriate shocks due to oversensing. A lead fracture was suspected, though not observed on fluoroscopy. The lead was explanted and replaced. The hcp was unable to advance the stylet and noted the helix was not operable. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; partial lead in segments returned and analyzed. Other : it was reported the patient had received inappropriate shocks, due to oversensing. A lead fracture was suspected, though not observed on fluoroscopy. The lead was explanted and replaced. The hcp was unable to advance the stylet and noted the helix was not operable. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. No conclusion can be drawn. Lead(s), fracture of, oversensing, retract, failure to, shock, inappropriate.